Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the implantable cardioverter defibrillator was post-paced t-wave over-sensing. The patient did not receive therapy during the over-sensing. No programming changes were performed. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.